Event description:
It was reported that a patient with this inflatable penile prosthesis presented with a penile curvature. During a revision surgery, the physician noted that the tubing connecting the pump to the cylinders needed to be positioned deeper. No additional information was provided.

Event description:
It was reported that a patient with this inflatable penile prosthesis presented with a penile curvature. During a revision surgery, the physician noted that the tubing connecting the pump to the cylinders needed to be positioned deeper. No additional information was provided.

Manufacturer narrative:
Based on the information available, no device was returned for analysis, and the reported allegations of migration could not be confirmed. A review of the ams 700 instructions for use (IFU) was conducted. The patient symptom of disfigurement was identified as known potential adverse events in the IFU. Based the available information, the investigation has been concluded with the assignment of the conclusion code known inherent risk of device.